Event description:
The tip of the uss low profile holder stick broke off during screw insertion.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Part number associated with similar device marketed but not sold in the united states. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. One of the two attachments is bent and the clamping ring of the other attachment is broken below the screw head. We can only assume that too high mechanical load during opening the sternum has led to this damage. The review of the material and manufacturing documents shows no deviations to the specifications. The result confirms that both attachments correspond to the specifications. Since we have received several complaints with the same failure, we have decided to improve the design.